Event description:
Healthcare professional reported, "bilateral exchange from textured to smooth, due to concern with the product. And left side deflation". Device explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation : visual analysis of the returned device identified, yellow particles on the shell, an opening, broken on plug strap, and crease flat. Leak test and microscopic analysis was performed which identified, a sharp opening on posterior and striated broken on plug strap. A dimension measurement in the shell was performed which identified, the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a sharp opening on posterior assessed, as an unidentified (tear) opening. Striated broken on plug strap assessed, as surgical damage.

Event description:
Healthcare professional reported "bilateral exchange from textured to smooth due to concern with the product and left side deflation." Device explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.